Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that replace sensor now alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restarted sensor session. In addition, an early sensor expiration was found on 12-18-2019 but the root cause could not be determined. No injury or medical intervention was reported.